Manufacturer narrative:
Device evaluated by MFR: one rf probe was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies; the prongs are not twisted, deformed or damaged. The handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance.

Event description:
It was reported that the needle was stuck. A 4.0/15/15 leveen coaccess electrode was selected for use in a radiofrequency ablation procedure. Prior to use a functional check was performed outside the patient. During the check, the electrodes did not come out properly; they were twisted over each other. The device was not used. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the needle was stuck. A 4.0/15/15 leveen coaccess electrode was selected for use in a radiofrequency ablation procedure. Prior to use a functional check was performed outside the patient. During the check, the electrodes did not come out properly; they were twisted over each other. The device was not used. The procedure was completed with another of the same device. No patient complications were reported.